Event description:
Per report from the nurse; the skin stapler would not release the staple.======================manufacturer response for stapler, skin, proximate, pmw35 (per site reporter).======================investigating- sending a pick up kit and a no cost replacement kit.